Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: the device was reviewed, and failure mode confirmed. The device was reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present the device was returned and reviewed by bioengineering, a report was received stating; the attune femoral introducer (product code: 254401005; lot no. Abb59598) was received by cpd and a visual inspection confirmed the complaint - the slide screw/ lock wheel feature had seized, and the wheel could no longer be turned by hand. The device appeared to have been set to the position advised for cleaning (indicated by the ¿cleaning position symbol¿), whereby the lock wheel is rotated anti-clockwise to move the grip arms apart. The lock wheel appeared to have been turned counter-clockwise to the point where the sliding grip arm component had come in contact with the lock wheel bush and had become jammed in place. The comparison indicates that the wheel had been turned anti clockwise until contact, and then at some point had been forced further in this direction which would have required excessive torque. The red lock wheel is intended to be turned by hand ¿ in an attempt to re-create the failure mode, several people were asked to tighten the lock wheel as much as they could, but in every case the wheel could also be released by hand. This indicates that, in the event leading to this complaint, the lock wheel was likely turned anti-clockwise with some sort of mechanical advantage. An ¿all time¿ complaints search was performed and only one found explicitly stating that ¿the dial on the attune femoral impactor got jammed and would not rotate round¿. Given the apparent low incidence of complaints related to the mechanism seizing, and the inability to recreate the failure mode through normal use ¿ a design defect is not suspected, and no corrective action is required at this time. Continue to monitor through normal post market surveillance procedures. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the adjustment on handle seized. No surgical delay. During in-house engineering evaluation, it was determined that the visual inspection confirmed the complaint - the slide screw/ lock wheel feature had seized, and the wheel could no longer be turned by hand.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: concomitant medical products. Product complaint # (B)(4). Investigation summary: the device was reviewed, and failure mode confirmed. The device was reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.